Event description:
It was reported to manufacturer that the sites laptop was not powering on, despite troubleshooting performed to resolve the problem,. The site requested that a new hand held be sent to replace the non-working laptop. Attempts to obtain the laptop for analysis are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.